Event description:
Medtronic screws were part of a system to secure my l-5/s-1. One screw broke while on very limited activity within 3-4 months after being placed in my back. A second screw broke a few months after the first. The rods were now attached by one screw each and not stabilizing my spine. I had to under go a second surgery to remove the defective hardware. Pt from (B) (6) 2007- today. Dates of use: (B) (6) 2008 -- (B) (6) 2009.